Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, g3, g6, h2, h3, h6, h11. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The medical center reported that the cautery tip broke from vasoview hemopro 2 during the procedure. Heater wire was lifted up from silicone, but not detached. No pieces fell into the pt. A new kit was opened to complete the procedure without any issues. No injury. The only delay was the time needed to open a new kit.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000512716 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Ncmr #18483 - east windsor distribution center notified quality that during fulfillment of an order, one piece of vh-4000 batch# 3000504522 was identified without a product label on the carton. Based on the DHR/lhr review results, it was determined that there is no r elation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The medical center reported that the cautery tip broke from vasoview hemopro 2 during the procedure. No pieces fell into the pt. A new kit was opened to complete the procedure without any issues. No injury. The only delay was the time needed to open a new kit.

Manufacturer narrative:
(B)(4). Updated sections: d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/06/2026. An investigation was conducted on 03/12/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was not confirmed. The lot # 3000512716 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Ncmr #18483 - east windsor distribution center notified quality that during fulfillment of an order, one piece of vh-4000 batch# 3000504522 was identified without a product label on the carton. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.